Event description:
Pt stated he had sternal pain and his mucus would turn pink to bloody when using the vest. He indicated that his secretions would clear when he discontinued the vest treatment. His physician attributed the hemoptysis to the use of the vest.